Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 6570-0-136; delta v-40 ceramic head 36/0; lot# 62346303, cat# 509-02-60f; tritanium revision acetabular; lot# 4x69nr, cat# 2080-0030 gap plate screws; lot# nk4hal, cat# 2080-0035; gap plate screws; lot# vy8ew7, cat# 2080-0020; gap plate screws; lot# kd6rh2, cat# 2080-0025; gap plate screws; lot# t605a9, cat# 6276-7-017; mod con dist stem 17 x 155 mm; lot# caxv910c, cat# 6276-1-119; 19mm mod rev hip bdy/blt +10mmcomponent level 9006-1-119; lot# 56535602. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported by rep: "x3 liner and biolox head were exchanged, due to suspicion of infection. Ultimately, infection was ruled out by pathology". Patient was revised to implants of the same description.